Event description:
It was reported that the right atrial lead was undersensing p waves and consequently, long-lasting ventricular sensing episodes with a maximum ventricular rate of 120 beats per minute were recorded. It was noted, the patient had a history of atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2005 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2005 (B)(6). (B)(4).